Event description:
This rv lead was implanted on (B)(6) 2012, and remains implanted at this time. A call was replaced to technical services on (B)(6) 2017, stating that an alert for out range pacing lead impedance was recorded, but no value on this lead. It appeared, that impedance has been running in 400's. With one other out of range greater than 3000 ohms. Hence alert triggered as limit was ar 2000 ohms. Heath care provider thought, that this lead was cracking, because he has seen several of these. The following physician was dr. (B)(6) at (B)(6). No ther information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).